Event description:
The customer has a very dim display on a v60. It is over 10 years old and has the 1st generation liquid crystal display (lcd). Brightness is set to 5 and he was able to adjust it, but it did not get any brighter. Unit has software 3.00. No patient involvement. The remote service engineer (rse) provided customer with part numbers for user interface (ui) assemblies. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.